Event description:
The patient was revised on (B)(6) 2021 for infection. The date of the first surgery is unknown. The surgeon explanted 1 humeral cup 36+3 and 1 centered glenosphere 36mm. The surgeon implanted 1 humeral cup 36+3 and 1 centered glenosphere 36mm.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.